Manufacturer narrative:
Device evaluation indicated that battery depletion rate and sleep current were within the normal range. The ipg passed all the required tests and it revealed no anomalies.

Event description:
A report was received that the patient¿s ipg would not keep its charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s ipg would not keep its charge. Database analysis revealed no anomalies. The patient underwent an ipg replacement and was reportedly doing well postoperatively.